Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital initial reporter is person in charge. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had optical sensor module failure issue while device was in use. There was patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a poor connection of the optical sensor module cable connector. To remediate this the fse cleaned and refixed the connecters. The unit passed all functional and safety tests as per manufacturer's specification.

Event description:
N/a.